Event description:
The event involved a 22 cm (8.5") appx 0.45 ml, smallbore pressure infusion (400psig) ext set w/2 microclave¿ clear, y-connector, clamp, rotating luer that was reported to have leaked. Customer also mentioned stated "they administer chemotherapy drugs which are cytotoxic in nature, rendering the nurses to unnecessary exposure to these agents when leakages occur. We replaced and changed the whole lot to a new lot to them¿. The event occurred during priming, and infusion and flushing. Mating device used was a syringe. The device was changed without further problems encountered. There was patient involvement, no report of patient harm and no delay in critical therapy. There was chemotherapy exposure and the spillage was cleaned up per facility protocol and they open another new piece. When asked about the status of the patient, health care worker or other personnel due to the exposure, the reporter stated "health care worker is ok". Both patient and health care worker were exposed to chemotherapy. This is the sixth of 20 reported events.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Manufacturer narrative:
One video was shared from customer, where a leaks coming from the bifurcate and microclave connection its confirmed. Six (6) used samples. List #011-mc330253 were returned for evaluation, one of them had connected a bd posiflush 10 ml syringe. No damage or anomalies were observed. On four (4) out the six (6) samples a leaks coming from the bifurcate and microclave connection was confirmed, two (2) of them met product specification. . The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint product was received for investigation on 9/21/2023.